Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that an ultraflex tracheobronchial covered distal release stent was to be used to treat a 3cm stricture in the trachea caused by lung tumor during a tracheal stent implantation procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed but it was noted that the stent had "choked" the bronchus. The physician attempted to adjust the position of the stent; however, the green retention suture at the proximal end of the stent fractured. Reportedly, the stent was directly removed from the patient and another ultraflex tracheobronchial stent was placed to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. According to the complainant, the report that the stent "choked" the bronchus meant the stent was deployed in an incorrect position, blocking the bronchus.

Manufacturer narrative:
Block event has been updated with additional information initially received on october 18, 2019. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that an ultraflex tracheobronchial covered distal release stent was to be used to treat a 3cm stricture in the trachea caused by lung tumor during a tracheal stent implantation procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed but it was noted that the stent had "choked" the bronchus. The physician attempted to adjust the position of the stent; however, the green retention suture at the proximal end of the stent fractured. Reportedly, the stent was directly removed from the patient and another ultraflex tracheobronchial stent was placed to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. ***additional information received on (B)(6) 2019 according to the complainant, the report that the stent "choked" the bronchus meant the stent was deployed in an incorrect position, blocking the bronchus.

Manufacturer narrative:
Block e1: initial reporter's address 1: (B)(6). Block h6: problem code 1069 captures the reportable event of stent suture break. Problem code 3009 captures the reportable event of stent positioning problem. Block h10: an ultraflex tracheobronchial covered distal release stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found the proximal green retention suture was broken. The stent was measured to be within specification. No other issues with the stent was noted. The damaged noted on the suture may be related with the amount of force applied over the device during the position adjustment. Taking all available information into consideration, the investigation concluded that the reported event is likely due to procedural factors such as the anatomy of the patient in the procedure area and handling of the device, which limited the performance of the device. Therefore, the most probable cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Manufacturer narrative:
Initial reporter's address 1: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on september 24, 2019 that an ultraflex tracheobronchial covered distal release stent was to be used to treat a 3cm stricture in the trachea caused by lung tumor during a tracheal stent implantation procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed but it was noted that the stent had "choked" the bronchus. The physician attempted to adjust the position of the stent; however, the green retention suture at the proximal end of the stent fractured. Reportedly, the stent was directly removed from the patient and another ultraflex tracheobronchial stent was placed to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.